Event description:
A female with a history of renal disease, ischemic heart disease and a recipient of a previous open surgery, underwent aaa repair in 2008. Procedure was completed with no reported difficulties. In 2009, a follow-up was conducted. An echography revealed the common iliac aneurysm had expanded. The seal of the contralateral iliac leg graft and the vessel wall had become weaker and would eventually lead to a type I endoleak. The pt will receive additional device placement sometime in the middle of the following month

Manufacturer narrative:
Event eval: still under investigation.